Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was used during an incontinence treatment procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the mesh was torn inside the patient; however, there was no detached piece that fell into the patient. The procedure was completed with another obtryx ii system - halo. There were no patient complications as a result of the event. The condition of the patient after the procedure was fine.

Manufacturer narrative:
Block h6: device code of 4008 captures the reportable event of mesh torn. Block h10: one obtryx ii mesh assembly and two delivery devices were returned. An investigation of the returned obtryx ii mesh assembly was performed. Visual analysis found that the sleeves, dilators, and association loops were attached and appeared intact. The mesh was received in two pieces, and based on the edge of the material, it appeared to have been cut likely as a result of removal of the device. There was evidence of tearing and stretching in the mesh material. Also, there was residue in the sleeves and on the mesh material. A visual inspection of the delivery devices was conducted and no issues were noted. Lastly, functional analysis was conducted by loading each association loop onto each of the delivery devices and no issues were noted upon loading or removing of the association loops from the delivery devices. Based on the analysis of the returned device, the reported event of mesh torn was confirmed. A review of the device history record (DHR) was performed and no anomalies were observed, the review indicated that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. It is likely that procedural factors, such as procedural debris in the dissection pathway, resulted in the user experiencing difficulty tensioning the mesh and exerting excessive force on the device the resulting in the stretching and tearing noted on the returned device. Therefore, the most probable cause chosen is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per obtryx ii system directions for use (dfu)/ product label. Directions for use (dfu) mentions steps for use, precautions and warnings including, "2. Appropriately tension the mesh/sleeve according to physician preference. 3. Once proper tension is achieved, cut the leader loop that is on the outside of the sleeve that is connecting the dilator leg and sleeve to the mesh. Pull outward on the dilator to remove the sleeve leaving the mesh in place. Repeat on the other side." Additionally, the labeling instructs the user to "ensure the mesh is placed without tension under the midurethra."

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was used during an incontinence treatment procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the mesh was torn inside the patient; however, there was no detached piece that fell into the patient. The procedure was completed with another obtryx ii system - halo. There were no patient complications as a result of the event. The condition of the patient after the procedure was fine.